Event description:
(B)(6). Rn reported pump that was last sent out to pt gave "error in line" message twice before end of infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 40gm. Gamunex-c indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.